Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 59 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was found to have migrated distally and there was a type 1 endoleak present. Currently, the aortic neck is bowed and with a 45 degree angulation. The pt is scheduled at a later date for implantation of 2 talent cuffs proximally and 2 aneurx iliac limbs distally. The aneurx limbs are required in order to extend the stent graft down to the hypogastric arteries which was not done at the time of implant. No add'l clinical sequelae were reported. Films were reviewed by an independent contracted physician and his impression is there is evidence of the type 1 endoleak due to poor apposition of the stent graft. This is likely related to aortic neck dilatation with migration of the endograft and suggested repair with an appropriately sized proximal cuff and recommended repair of the distal fixation bilaterally.

Manufacturer narrative:
(Other, required secondary intervention).